Event description:
Damaged haptic after implantation. The doctor found one haptic was separated 1 month after iol implantation. He didn't notice it during iol insertion. He removed haptic piece from anterior chamber on (B)(6) 2023. The iol was not explanted. It was diagnosed as corneal herpes, but the va of the patient is good. Patient health impact: temporary impairment; additional surgery.

Manufacturer narrative:
This initial report is being submitted to FDA for a reportable event that occurred outside the USA. Note: delayed emdr submission was due to FDA esg webtrader account system software issues, per FDA esg help desk ticket#: (B)(4). Hoya due diligence is documented under internal issue: (B)(4). Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). Portions of the product were returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. Appearance check result was consistent to reported information. The iol was ejected from the injector. The trailing haptic was damaged at the tip. No abnormalities were found in production and inspection records of the product. (Serial no: (B)(6); model: 255). The exact root cause of the event was not determined. However, based on available information, we believe this event was not caused by our product quality. CAPA: 22-0009 has been initiated for "damaged haptic" complaints.